Event description:
A customer reported charging issues with their current pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.